Event description:
It was reported that this right ventricular (rv) lead was fractured. This lead was surgically abandoned, and a new lead was placed of a different model. No additional adverse patient effects were reported. Additional information received indicates that the lead fracture was confirmed via x-ray and on visual inspection.

Event description:
It was reported that this right ventricular (rv) lead was fractured. This lead was surgically abandoned, and a new lead was placed of a different model. No additional adverse patient effects were reported.